Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was partially detached near the lapjoint section. During functional testing the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indications of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed no damage to the distal tip or guidewire exit port, and noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The patient presented with myocardial infarction. The target lesion was located in the right coronary artery. The opticross imaging catheter was introduced for ultrasound examination of the target lesion, but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable. However, device analysis revealed the imaging window was partially detached.